Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet insulin pump onto a hard surface, resulting in a cracked screen and physical damage to the device. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump use while awaiting a replacement and continued cgm use via the dexcom app or receiver. Investigation included review of the event description and logistical verification of shipment and return processes and inspection of returned device. Investigation of this device revealed damage consistent with accidental impact to the pump enclosure and display assembly, with no allegation of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage unrelated to device design or manufacturing.